Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2015; inratio inr: 1.4, 1.7 and 3.3; therapeutic range: 2.5 - 3.5. Testing was performed three (3) to four (4) minutes apart. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: as of 02/13/2015, the product has not been returned. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records, for the lot, did not uncover any relevant non-conformances and the lot met release specification. The root cause is unable to be determined from the information provided. In the event that the product returns, an evaluation of the returned product will be performed. Based on the information available, there is no indication of a product deficiency. There is no corrective action required at this time.

Manufacturer narrative:
Investigation pending.